Manufacturer narrative:
Complaint no: (B)(4). This report involves the same patient as in (B)(4). A review of all batch record documents was performed for potentially associated lot number(s) gd895250 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Upon follow up it was reported that the cause of the peritonitis was due to a break in aseptic technique. The patient was treated with unspecified antibiotics for the event. The patient was retrained on aseptic technique and later recovered from the peritonitis. As the cause of the peritonitis was due to a breach in aseptic technique, the minicap is no longer a suspect product in this event. All further investigation of the reported peritonitis event will be documented in 1416980-2013-35812.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The patient was hospitalized for the event. The cause of peritonitis was unknown. Treatment was not reported. The patient was discharged from the hospital and recovering from the peritonitis. No additional information is available. This is report 2 of 3.